Manufacturer narrative:
The product has been received for analysis. Upon completion of the analysis of the complaint product, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) longevity had one and a half years remaining several months ago but recently showed less than three months. Boston scientific technical services (ts) recommended for safe replacement interval. Additional information indicated that the device was explanted. A new device was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the analysis of the complaint product, if there is any further relevant information from that review, a supplemental report will be filed. The returned implantable cardioverter defibrillator was analyzed, and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, defibrillation, and recording functions. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) longevity had 1.5 years remaining four months ago but recently showed less than three months. Boston scientific technical services (ts) recommended for safe replacement interval. Additional information indicated that the device was explanted. A new device was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) longevity had one and a half years remaining several months ago but recently showed less than three months. Boston scientific technical services (ts) recommended for safe replacement interval. To date, this device remains in service. No adverse patient effects were reported.